Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information indicated the patient exchanged the system controller in response to the ebb faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and backup battery fault alarms was confirmed via log file analysis. The reported event of the left ventricular assist system (lvas) losing power was also confirmed via log file analysis. The log file captured backup battery fault alarms on 21nov2025. These alarms were due to the backup battery not passing its load test. While the backup battery fault alarm was still active on 21nov2025, a no external power alarm activated due to both power cables being disconnected from battery power. The backup battery activated as intended and provided power to the pump while the system controller was not connected to external power. The no external power alarm resolved completely at 22:57:05 upon both power cables being reconnected to charged 14v batteries. The backup battery fault alarms also appeared to resolve after a self-test was performed. On 22nov2025, low power advisory alarms activated due to what appeared to be routine 14v battery depletion. The driveline was then disconnected from the system controller, and the controller shutdown sequence was initiated. This is consistent with the report of the patient changing out their own system controller. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, two 11 volt backup batteries (serial numbers (B)(6)) were returned. Both batteries were functionally tested and were found to function as intended. Available information provided that the system controller was exchanged by the patient. The patient came to the outpatient clinic and both backup batteries were exchanged in both system controllers and log files were sent for both. The root cause of the reported backup battery fault alarms was unable to be conclusively determined through this investigation. The root cause of the reported loss of power was due to both power cables being disconnected from external power sources. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. D and the heartmate 3 patient handboo rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault, low voltage, and no external power alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later found during investigation that the patient's first system controller was put back into use on 14dec2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was planned for discharge on (B)(6) 2025. Log files were sent for review prior to discharge. The patient reported low voltage messages and the ventricular assist device (vad) "just shutting off" and not charging. Following review, it appeared that there was an emergency backup battery (ebb) fault associated with an "(f34) ebb_circuit_fault and an (f36) ebb_load_test_fail power faults on (B)(6) 2025 at 22:50:40. It appeared that the events were indicative of a poor connection with the ebb connector. The alarm was cleared on (B)(6) 2025 at 23:06:59. On (B)(6) 2025 at 21:25:43, a low power advisory alarm flag was activated due to depleted batteries. The driveline was then disconnected on (B)(6) 2025 at 21:27:29. External power was removed and a system controller shutdown sequence was completed on (B)(6) 2025 at 21:28:55. It was later reported that additional log files were sent on (B)(6) 2025. There were no ebb faults found after the system controller was switched.